Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was for 3 days. It was indicated that the customer self-treated several times by eating different sugary food. The customer obtained a lower sensor scan of 80 mg/dl compared to a "hi" (reading higher than 600 mg/dl) obtained from a competitor brand meter, which the customer counteracted with 14 iu of insulin (type unspecified). After approximately 45 minutes, the customer obtained a lower sensor scan of 85 mg/dl compared to a result of 572 mg/dl obtained on a competitor brand meter. The customer then experienced hypotension, nausea, strong thirst, dizziness, and eventually lost consciousness. An ambulance was called and it was indicated that the customer regained consciousness. A healthcare professional (hcp) obtained a healthcare meter result of 570 mg/dl compared to a lower sensor scan reading of 85 mg/dl. The customer was then brought to a hospital and the customer self-treated with insulin injection (dose/type unspecified) and checked their blood glucose levels with their competitor brand meter. It was indicated that the customer was hospitalized overnight for further observation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand meter and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The length of sensor wear was for 3 days. It was indicated that the customer self-treated several times by eating different sugary food. The customer obtained a lower sensor scan of 80 mg/dl compared to a "hi" (reading higher than 600 mg/dl) obtained from a competitor brand meter, which the customer counteracted with 14 iu of insulin (type unspecified). After approximately 45 minutes, the customer obtained a lower sensor scan of 85 mg/dl compared to a result of 572 mg/dl obtained on a competitor brand meter. The customer then experienced hypotension, nausea, strong thirst, dizziness, and eventually lost consciousness. An ambulance was called and it was indicated that the customer regained consciousness. A healthcare professional (hcp) obtained a healthcare meter result of 570 mg/dl compared to a lower sensor scan reading of 85 mg/dl. The customer was then brought to a hospital and the customer self-treated with insulin injection (dose/type unspecified) and checked their blood glucose levels with their competitor brand meter. It was indicated that the customer was hospitalized overnight for further observation. There was no report of death or permanent injury associated with this event.